Manufacturer narrative:
(B)(4). Device broke intra-operatively; the device was reportedly still implanted, however it is unknown if the device was implanted in its entirety (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure four (4) 2.7 mm ti va locking screws broke (46mm, 48mm, 50mm and 52mm) during the surgery (distal humerus fixation). The 48mm and 52mm locking screws remained implanted; the 46mm and 50mm screws were not implanted in the patient. The patient was reported as being stable immediately post-op. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Only the head portion of the reported screw was received for evaluation. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on april 22, 2016. It was reported that the surgery was performed on (B)(6) 2016. To clarify, of the four previously reported locking screws that broke during insertion, it is unknown if the shafts of the 48mm and 52mm screws were able to be removed from the patient. The broken screws are not considered to have been implanted or explanted on (B)(6) 2016. There was a 30 minute surgical delay due to the reported event.

Manufacturer narrative:
A product investigation was completed: four broken off va locking screws ø2.7 heads and two corresponding ø2.7 screw shafts without heads were received for investigation. Because of the small sizes there are no etches available on the screw heads. The microscopic investigation of the broken off screw heads shows various damages on the threads as well as on the t8 star drive head recesses. Because of the damage none of the four screw heads can be assigned to the relevant screw shafts. The flanks of the head threads are rounded and worn and the t8 star drive head recesses are deformed and outworn from mechanical overloading. The anodized rose red color was abraded in all affected areas. The features relevant to this complaint could not be checked due the damages and a manufacturing conclusion cannot be presented because of product¿s condition and the unknown lot numbers. The damage and wear on the broken off screw heads presents that most likely the screw was inserted without the use of the torque limiting attachment for locking causing the screw to experience a greater force than it withstand causing the screw head to shear off. Or a power tool was used for final tightening resulting a greater than normal force that the screw head could not withstand. As mentioned in the technique guide for screw engagement and final locking must be done manually with the 1.2 nm torque limiting attachment. No manufacturing related fault could be found. The exact root cause could not be identified. The use of strong force must have led to the described damages. No manufacturing related issue was identified and/or confirmed. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.